Manufacturer narrative:
The device was received for evaluation. The reported problem "air-in-line alarm" was not reproduced due to a reload set. A review of the event history log revealed air in line messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed "air-in-line" when there was no air occurred during programming/setup. There was no patient involvement. No additional information is available.